Event description:
"Upon end of case dr (B) (6) observes the removal of all ports and noted the top was missing piece found. Subsequent search for missing piece and then ensuring there was no other piece missing."

Manufacturer narrative:
Product has not yet been returned for eval. Upon completion of investigation, a follow up report will be issued.